Event description:
The customer reported that the insulin pump alarmed. The customer removed the battery and inserted a new battery, but the device kept alarming. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with a frozen display followed by a constant tone due to a faulty component in the interface board. Unable to confirm the alarm due to the frozen display and constant tone.